Manufacturer narrative:
A device history review was conducted. The report indicates that the manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the tip of the device is broken. No further information was provided. This is report number 1 of 1 for (B)(4).

Manufacturer narrative:
A manufacturing evaluation was completed: the visual inspection of the returned device has shown that the back knob of the device is indeed broken off. It is likely that excessive mechanical force has finally led to the breakage of the knob. Some damages are clearly visible on the trial implant itself which indicate possible problems during positioning / insertion. The measurable dimensions of the trial implant were checked and found to be in compliance with the technical drawings and ao/asif specification. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.